Event description:
During robotic surgery mega suture cut needle driver broke inside patient. Surgical team aware. Instrument removed from patient. All fragments accounted for, no other complications, surgery completed.